Event description:
Reportable based on analysis approved on (B)(6) 2010 it was reported that during a stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the heavily calcified right coronary artery (rca). The lesion was predilated with a 3.0mm maverick balloon. The 4.0x28mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The lesion was further dilated and the procedure was completed with another of the same promus element stents. There were no patient complications and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. A number of rows at the at distal end of the stent were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).